Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 37 and 48 hours. The patient reported that insulin was leaking during wear causing the adhesive to become soaked. The pod reportedly separated from the hip/buttocks resulting in the cannula being dislodged.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release was found to have met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula and insulin leaking during wear. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.